Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(telephone number should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, it was confirmed that the reprocessing was conducted in accordance with the instructions for use (IFU) and that the foreign material residue point was not deformed. However, the root cause of the foreign material remaining in the device could not be identified. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.